Event description:
A 3.5 x 30 mm endeavor sprint rapid exchange (rx) drug-eluting stent was successfully implanted in a patient. It was reported that the patient was sick after the procedure and was unable to hold down the prescribed antiplatelet medication. Approximately 5 days post procedure, the patient presented with a thrombus. The physician performed balloon angioplasty to open the stent. The patient is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
Stent was reported in initial report as 3.50x30 endeavor sprint rx the stent is a 2.50x24 endeavor sprint over the wire (otw).

Manufacturer narrative:
Results: inherent risk of procedure (thrombus). Patient's condition affected effectiveness of device (patient was sick post procedure and was unable to hold down the prescribed antiplatelet medication). Conclusions: device failure/lack of effectiveness related to patient condition (patient was sick post procedure and was unable to hold down the prescribed antiplatelet medication). (B)(4).